Event description:
It was reported that customer experienced issue where tandem mobi pump would not turn on and pump lights did not flash when instructed to press the pump button or place pump on charging pad. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to place pump on charging pad and press and hold pump button for several seconds, after which pump turned on, made noise, and leds lit up, and customer was educated that pump had been off, that insulin on board and maximum hourly bolus were reset to zero, that continuous glucose monitoring sessions must be manually restarted, and that cartridge must be reloaded anytime pump turned off or was reset; customer understood this information and issue was resolved with led lights working as intended.